Event description:
Procedure: lavh. According to the reporter: the return knobs were retracted after firing, but the jaws would not open. The jaws were locked on tissue. The surgeon attempted to reengage the sulu with the instrument by pressing the green button and cycling the instrument to the end of the firing stroke. The device was resected from tissue as the jaws would not open. Operating room time was extended beyond 30 minutes. The case was converted to an open procedure to resect the device. The pt is recovering.

Manufacturer narrative:
(B)(4).